Event description:
In 2001 the end-user's family member called minimed, USA and stated that the tape has come off the hub on 5 infusion sets. The next month, maersk medical received the complaint and 1 used base piece.